Event description:
Physician was unable to deflate foley catheter balloon more than 5cc using syringe. Physician then cut foley catheter and it did not deflate. Balloon was deflated using a 25g needle transvaginally. The balloon had been tested prior to insertion and was working properly.